Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however it does not relate to implant loosening total for lot number: 1 (com-(B)(4)) complaints received by (B)(6) in the last 12 months for this issue ¿ by product code: (B)(4) by product family: (B)(4)(49x smartset hv, 87x smartset mv) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.